Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Subsequently, the customer was hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.